Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leadless ipg exhibited no capture and diminished sensing.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) was unable to be recaptured by the delivery system. The ipg was deployed once, and numbers were not acceptable. When trying to retrieve the ipg the cone of the delivery system was flush to the back of the ipg. When attempting to advance the deployment button and recapture the ipg it would only go half way. The ipg was approached numerous times and each time resistance was met half way. The deployment button was advanced all the way when the delivery system was pulled away from the ipg, so it didn't seem to be a mechanical issue within the handle. Ultimately it was decided to pull the tether in the hope to dislodge the ipg. When this was attempted the tether broke away from the ipg leaving the ipg in place. A snare was required to retrieve and remove the ipg. Reimplant was not attempted. The ipg system was attempted/not used. No patient complications have been reported as a result of this event.